Event description:
Intraoperative problems with transforaminal posterior atraumatic lumbar spacer system holder (t-pal). Both applicators have come apart into several pieces, the first during introduction of a trial implant, the second during an attempt to remove an admittedly very firmly seated trial implant. This is 2 of 2 reports for this incident, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual evaluation revealed the weld joint between the applicator outer shaft and the applicator knob had broken in both instruments. Both the applicator inner shafts were also damaged. Testing revealed the product met specification. The investigation determined that excessively large mechanical loading during the procedure may have led to this damage. A design change was released in order to strengthen the weld joint as a product improvement.